Event description:
It was reported that the patient underwent a cardiac operation. The external pulse generator (epg) was turned on in the evening, ddd mode, 86 ppm, atrial and ventricular output at 10 ma. The electrocardiogram monitor gave a warning the next morning that the patient was in cardiac arrest, the epg had abnormally turned off. The battery was replaced and the epg was re-started. The time for the cardiac arrest of the patient was 20 to 30 seconds. The used battery was discarded. After the incident, the unit was used on the same patient for a period of 20 days and the staff was replacing the battery every three days, no additional incident occurred during this time. The epg was returned to the manufacturer after use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing as well as backup operation testing during service and repair of the device. Concomitant medical products: product ID: 5433a temporary pacing cable. Product ID: 5433v temporary pacing cable. (B)(4).